Event description:
In 2007, it was reported to boston scientific that a leveen needle superslim electrode was used to perform an rf ablation procedure, percutaneously, on a pt's liver on five days before. According to the complainant, "the first ablation was performed with the half deployment. Though the plunger was fully pushed out with care after that, it was felt the resistance and the tine wasn't enough to expand under CT. The plunger was pulled back and repushed, the physician felt to expand the tine. However, it wasn't enough to expand under CT. It was noted the insulation was accordion like. It was further reported that rf energy was applied for a total duration of 39 minutes, 30 seconds, with 115w maximum power applied. Roll-off was achieved and the intended ablation was successfully completed. It was reported that a metal needle guide was not used and no cannula insulation damage was noted. At the conclusion of the procedure, the pt's condition was reported as "no problem."

Manufacturer narrative:
Examination of the returned device noted tissue residue visible on, and between, the tines of the electrode array. In addition, the electrode array was deformed and the cannula insulation was damaged, appearing accordion-like. Dimensional measurements confirmed that: the outer diameter of the distal end of the handle; and the outer diameter flared end of the cannula met the MFR specifications. An electrical continuity check confirmed connectivity between the probe array and the device handle. A functional verification confirmed that the electrode array could be partially extended and retracted. The reported mechanical damage to the electrode insulation was confirmed. Based on the event description and the device eval, the mechanical damage is attributable to user interface and operational context. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints for this lot. The april 2007 15-month rf probe product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.